Event description:
It was reported the patient presented to clinic after receiving inappropriate therapy for an svt episode. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.